Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a surgical intervention. During the procedure, it was confirmed that the cuff size was bigger than required for the patient and therefore, cuff coaptation was not adequate. The cuff was removed and replaced. No patient complications were reported.